Event description:
It was reported that the patient with this pacemaker experienced a supraventricular tachycardia (svt) rhythm. Technical services (ts) reviewed the event and noted that atrial pacing events were delayed by the atrial flutter response (afr) feature, leading to intermittent undersensing of atrial signals. However, ts indicated that the blanking of p-waves had no clinical impact. Reprogramming options were provided. No adverse patient effects were reported. This pacemaker remains in service.